Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had perforated the right ventricle and the right atrial lead exhibited high capture threshold and variable sensing. The patient presented on (B)(6) 2018 for lead revision procedure. Both leads were explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.